Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) over 34mmol/l with very strong vomiting. A 911/emergency protocol reportedly was initiated. The patient reportedly was treated by the emergency medical services via insulin injection, intravenous (IV) fluids and (IV) glucose. Troubleshooting performed by animas customer technical support indicated there were no programming/settings issue found with the pump. The patient allegedly declined performing a 1 unit air bolus during troubleshooting. There was no indication there was a device issue after initial troubleshooting; however, the patient lost confidence in the pump and discontinued insulin pump therapy. Animas customer technical support (cts) advised the patient to contact the health care provider for assistance with diabetes management. The pump was requested to be returned. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy due to an allegation there may have been delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data showed the pump was manually suspended on (B)(6) 2016 08:32; and manually resumed at 09:36, deliveries never resumed. The pump history showed a replace cartridge alarm on (B)(6) 2016 15:11; deliveries resumed at 16:03. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment is cracked below the bumper pad.